Manufacturer narrative:
Per tandem's pump user guide, "do not deliver a bolus until you have reviewed the calculated bolus amount on the pump display. If you dose an insulin amount that is too high or too low, this could cause very high or very low blood glucose. You can always adjust the insulin units up or down before you decide to deliver your bolus." The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump intermittently delivers a bolus without user input. Reportedly, the customer may be entering the bolus incorrectly by entering incorrect values. Review of the pump data logs by tandem technical support verified that the customer manually enters carbohydrates to bolus without adding blood glucose (bg) value. Customer's bg ranged between 41-60 mg/dl. Customer consumes food to treat bg level. Tandem technical support provided additional training in regards to bolus deliveries. Recommendation was made to consult with healthcare provider regarding diabetes management.